Event description:
Pt was implanted with lcp extra-articular distal humerus plate construct on (B)(6) 2012 for a left arm distal humerus fracture. Pt returned to the surgeon for a follow-up visit. X-rays on (B)(6) 2012 confirmed four (4) screw heads for the 3.5 mm cortical screw broke from the screw shaft post-operative. Plate is intact. Surgeon does not have any plans on revising the pt at the time and will wait to see if pt's fracture will heal without revision. This is 3 of 5 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was returned.